Manufacturer narrative:
Device passed displacement test. Device was received with missing display window cover and missing serial number label. No physical damage to reservoir tube o-ring noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the retainer ring was damaged. It was also reported that the part above the screen is loose and does not want to attach anymore. Customer's blood glucose was 115.2 mg/dl. Insulin pump will not be returned for analysis.